Event description:
Additional information received indicated the right atrial lead was twisted by the guidewire prior to insertion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implant, the right atrial (ra) lead was deformed by the guidewire. The physician suspects an issue with the ra lead integrity. A new ra lead was implanted to resolve the event and the patient was in stable condition.